Event description:
Thank you for notifying erbe USA of your incident involving the argon plasma coagulator (apc) / electrosurgical unit (esu / generator) system. It was reported that a patient incident occurred. In light of the notification, a thorough evaluation on the returned system was conducted. A technical safety check was performed on each unit. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. Also, the gas flow rates were measured and found to be within their acceptable ranges for the apc. All features were/are functioning properly within specifications on both devices. In addition, no anomalies were found in the device history records (dhrs) for the apc and esu. In conclusion, no erbe equipment problem was found that would have caused or attributed to the event. The complication is typical for the procedure. It appears that upon argon plasma treatment in the colon, the remaining wall was not sufficient to remain intact. Nonetheless, no conclusive determination could be made as to the cause of the incident. To further address the issue, your erbe sales representative, (B)(6), performed additional in - service work with the involved medical staff on (B)(6) 2012. Measures taken to correct situation: surgery, did the staff attend the in - service training (yes), did the physician attend the in - service training (yes), is the staff experienced with the equipment (yes), is the physician experienced with the equipment (yes), has follow-up re-inservice and / or case work at the account been rescheduled (yes) once again, erbe USA apologizes for any inconvenience this may have caused. If you have any questions, please feel free to call me at (B)(6). (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).